Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that unable to deliver or fill cannula. The troubleshooting was performed. The customer was advised to disconnect to the insulin pump. The patient was advised to discontinue the use of the insulin pump and revert to back up plan. The customer was advised to removed the battery from the insulin pump to prevent continue alarms. The patient was advised that we will replaced the insulin pump.